Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported having problems with implant and inability to charge the implantable neurostimulator (ins), and the ins area hurt really bad. The patient spoke with the manufacturer representative (rep) about the device not helping and possibly getting device removed. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that it hurt back at the implant site, and that it hurt to walk and lay down. The patient stated that it "felt like it was turned the wrong way or something." It was reported that the device was not working and the patient was unable to charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.